Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:56:33. During night drain cycle four, the patient's ultrafiltration reading was 2183ml, indicating the home patient (hp) drained 2183ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf). If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).this report is an ancillary service event and was determined to be a duplicate report. Refer to manufacturer report number 1423500-2012-11578 for the investigation.